Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke with technical services and states seat pivot post bolt has broken off, cannot drill out remaining part of bolt still in the post.